Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient's right ventricular lead exhibited noise with pacing inhibition. The pulse generator was explanted and the right ventricular lead was capped on (B)(6) 2019. The patient was implanted with a new device system during the same procedure. The patient was stable post procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.